Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (charger not functioning properly) was confirmed. Upon evaluation, the power brick connector was found to be damaged and would not stay connected to the charger. The root cause for the damaged connector cannot be positively determined. No adverse event resulted from the defective power brick. The patient received a replacement battery charger/modem.

Event description:
A (B)(6) male patient's wife contacted zoll customer support to report that the patient's battery charger/modem would only work if the cord was held in place. The patient was issued a replacement battery charger/modem.